Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer delivered a correction bolus via the pump to resolve the occlusion and address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.